Manufacturer narrative:
Device was received and evaluated at olympus south korea. Device inspection found the coating at the connecting tube is peeled off . Insulation resistance at the connecting tube is out of standards due to peeling off the coating . In addition, insulation resistance at the tip is out of standards due to damage of ar (a-rubber) . Furthermore, the following findings on the device were noted below. Angulation in the up direction is out of standards due to worn of angle-wire. Liquid leaks at the ar due to perforation . A-rubber has perforation . There is crease at the connecting tube. There is crease at a-rubber. Adhesive on distal end worn out. Scratch on lg lens. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, device insertion peeling off. The issue found at preparation for use. There is no patient involvement associated on this event. Device return inspection found the coating at the connecting tube is peeled off. This report is being submitted for coating at the connecting tube us peeled off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by physical stress/chemical stress/storage environment, etc. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual_ general policy. Precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor the field performance of this device.